Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ error message while wearing the adc freestyle libre 2 reader. As a result, the customer was not able to obtain sensor scans and experienced dizziness. The customer was unable to self-treat and a ¿lot of soda¿ was provided by a friend and then the ambulance was called. The customer was taken to a hospital where blood glucose of 13.7 mmol/l was obtained and was looked after no there was no report of additional treatment as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ error message while wearing the adc freestyle libre 2 reader. As a result, the customer was not able to obtain sensor scans and experienced dizziness. The customer was unable to self-treat and a ¿lot of soda¿ was provided by a friend and then the ambulance was called. The customer was taken to a hospital where blood glucose of 13.7 mmol/l was obtained and was looked after no there was no report of additional treatment as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated and visual inspection has been performed. Damage was observed on reader due to use. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ error message while wearing the adc freestyle libre 2 reader. As a result, the customer was not able to obtain sensor scans and experienced dizziness. The customer was unable to self-treat and a ¿lot of soda¿ was provided by a friend and then the ambulance was called. The customer was taken to a hospital where blood glucose of 13.7 mmol/l was obtained and was looked after no there was no report of additional treatment as no further information was provided. There was no report of death or permanent injury associated with this event.